Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an f-38 alarm was confirmed in the event history log and repaired by baxter service personnel onsite at the customer facility. The cause of the reported condition was determined to be damaged force-sensing resistors. The force-sensing resistors were replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flogard infusion pump with an "f38 alarm". No patient involvement, injury or medical intervention was reported when this event was received. No additional information is available.